Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the clinical study, the patient had hyperkalemia in setting of heart failure with reduced ejection fraction. The patient was hospitalized for 15 days.